Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to erosion. The patient had negative cultures and was on antibiotics for prophylaxis. There were no additional adverse effects reported. The lv lead was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.